Event description:
It was reported that this left bundle branch (lbb) lead was explanted due to elevated thresholds and reduced sensing consistent with exit block. Another lead was implanted. No adverse patient effects were reported.